Event description:
It was reported to boston scientific corporation on may 23, 2022 that a flexiva pulse laser fiber was used during a ureteroscopy procedure to treat stones in the kidney, performed on (B)(6) 2022. The laser unit used was an lumenis pulse 100h laser console. The laser settings for the right side were a frequency of 8 hertz , 0.8 joules and 6.4 watts and for the left side were a frequency of 35 hertz , 1.8 joules and 72 watts. During the procedure, the plastic part of the laser fiber was hot and melted. There was no reported burn injury to the user or to the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.